Event description:
It was reported that a pt received a first degree burn approx 2 x 3cm in size on the arm following a procedure that involved an enflow infusion fluid warmer. The infusion warmer was strapped to the pt. The first degree burn was not detected until after the procedure which lasted approx 2.5 hours during which the pt was under anesthesia. The affected area was treated with a cold cover by a nurse for 90 minutes. There was no medical intervention required.

Manufacturer narrative:
Under (B)(6) law, pt info is considered confidential and will not be released by the site. According to ge healthcare's investigation, the device functioned as designed and generated normal heating from the semi-conductor heater driver, which was thermally transmitted to the bottom of the case. Test results show that the silicone strap acted as an insulator in conjunction with the restricted airflow when the device was attached to the pt. This caused the temperature at the strap face and the device bottom to rise to a temperature greater than what would be experienced had the device not been attached to the pt. The prolonged period of time the infusion warmer was attached to the pt led to the pt burn. The warmer is designed to be placed on the bed or attached to a bed sheet in close proximity to the site of infusion. The warmer is not intended to be affixed directly to the pt for an extended period of time. Users of affected product will be provided a kit that contains a warning label to attach to the enflow warmer and an updated operators manual.